Event description:
As reported the patient coded in the hospital and CPR was administered. The reason for hospitalization is unknown. Once the patient was stabilized interrogation revealed that the rv epicardial lead exhibited high and unacceptable thresholds. St. Jude medical's sales rep indicated that the rv lead will be extracted or capped. To date, it is unknown if the high unacceptable thresholds contributed to the patient coding.